Event description:
Per the independent repair center, the customer alleged problem is low 02/yellow light and alarm will not function. The key failure is the operator valve has 3 watts. Additional malfunction is the power switch has no alarm.